Manufacturer narrative:
(B)(4). The device was returned to the third party service agent for evaluation.  The third party service agent evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during the self test.  There was no report of any patient use associated with this reported loss of power.

Manufacturer narrative:
The device was returned to the third party service agent for evaluation.  The third party service agent evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.